Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. Noise was present when the ra lead was examined on the analyzer. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.